Event description:
It was reported that the device was failing electrical safety test. Not in use, no patient or user harm reported. The technician reported that the ground resistance was out of specification. The v60 was not passing the ground resistance test at the gas outlet or proximal port. There was a good ground at the o2 inlet fitting retention plate screw, but was out of specification on the gas outlet and proximal port. The remote support engineer (rse) instructed the customer to check the ground wires that connect between the speaker two (2), and the power supply. The technician was able to create a better connection and the ground resistance was in specification (both reading around 0.11). The technician was able to repair unit and the ground resistance was within specification.